Event description:
The manufacturer received information alleging a service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the alarm was not duplicated during inspection, but an evt_ac_not_usable error was confirmed in the error log. Performed an inspection of the power cord and conducted tests using a test device, but no failure was confirmed. The cause could not be identified, but a temporary malfunction in power control was suspected. The device's system board and power supply were replaced to address the issue.